Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0235615v, implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type lead; product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The MRI technician reported that the doctor removed the ins on (B)(6) 2018, but was unable to remove the lead. The MRI technician said the op report indicated the lead kept stripping, they had no additional information. No patient symptoms were reported. No further complications were reported or anticipated.